Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited failure to capture. No intervention was performed. The condition of the patient is unknown due to nature of the remote transmission.